Event description:
The report received from the affiliate indicated that during a percutaneous coronary intervention (pci), the physician delivered the sakura durastar 3.5 x 20 balloon catheter to the left anterior descending (lad) artery target lesion for pre-dilation. The balloon was inflated to 12 atm. And then had difficulty deflating the balloon catheter. The balloon could not be deflated fully and was slow to deflate-lasting about 20-30 seconds. The physician then withdrew the balloon catheter by force. Another balloon catheter was used to complete the procedure successfully. There was no reported patient injury. The lad target lesion was reported to be: a 90% stenosis, and not calcified/tortuous.

Manufacturer narrative:
There was no reported difficulty removing the product from the packaging or difficulty removing the protective balloon cover. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the instructions for use (IFU). There were no kinks or bends noted upon inspection prior to use. The contrast used was iopamidol. An inflation device was used for the procedure and the contrast to saline ratio was one to two (1:2). There was no reported resistance/friction reported while advancing the catheter through the rotating hemostasis valve, guiding catheter of the vessel/vasculature. There was no reported difficulty accessing the target lesion and the catheter was not ever in an acute bend. The same inflation device was used subsequently without any problem. There was no contrast leakage reported during inflation and the balloon inflated normally. The catheter did not kink during use. The product was intact when removed from the patient. The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
The complaint received states that during an interventional procedure the (B)(4) fire star balloon had deflation difficulty and withdrawal difficulty. The report received from the affiliate indicated that during a percutaneous coronary intervention (pci), the physician delivered the (B)(4) durastar 3.5 x 20 balloon catheter to the left anterior descending (lad) artery target lesion for pre-dilation. The balloon was inflated to 12 atm. And then had difficulty deflating the balloon catheter. The balloon could not be deflated fully and was slow to deflate-lasting about 20-30 seconds. The physician then withdrew the balloon catheter by force. Another balloon catheter was used to complete the procedure successfully. There was no reported patient injury. The lad target lesion was reported to be: a 90% stenosis, and not calcified/tortuous. There was no reported difficulty removing the product from the packaging or difficulty removing the protective balloon cover. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the instructions for use (IFU). There were no kinks or bends noted upon inspection prior to use. The contrast used was iopamidol. An inflation device was used for the procedure and the contrast to saline ratio was (B)(4). There was no reported resistance/friction reported while advancing the catheter through the rotating hemostasis valve, guiding catheter of the vessel/vasculature. There was no reported difficulty accessing the target lesion and the catheter was not ever in an acute bend. The same inflation device was used subsequently without any problem. There was no contrast leakage reported during inflation and the balloon inflated normally. The catheter did not kink during use. The product was intact when removed from the patient. The product was returned for inspection. One non sterile 3.50 x 20 mm (B)(4) durastar was received inside two plastic bags. Two kinks were noticed at 8.5 and 17.5 cm from distal end; this condition could be related to the way that the unit was sent to the analysis. The balloon was already inflated and inflation residues were observed. Inflation/ deflation functional test was performed and the times were found within specification parameters. Balloon outer diameter was measured at proximal, middle and distal area and was found within specification parameters. Sem results showed that the transition seal and the proximal seal presented no evidence of blockage or any other anomaly that could be related to the reported failure. The sample exhibited no evidence of internal or external surface material damage. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported failures were not confirmed. The exact cause of the reported failures could not be determined. It is likely that procedural factors could contribute to the issue experienced by the customer. Neither the DHR review nor the analysis suggests that reporter issues are related to the manufacturing process of the unit. Therefore, no corrective or preventive action will be taken. The complaint of withdrawal difficulty could not be assessed. The complaint of balloon deflation difficulty was not confirmed on product analysis. The product performed according to specifications. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. Review of the information suggests that procedural issues may have contributed to the reported difficulty.